Event description:
It was reported the housing's weld fractured, found during a procedure. The broken housing could cause the non sterile battery to be exposed to the sterile field. There was no patient impact, no adverse consequences, no medial intervention and no clinically significant delay.

Manufacturer narrative:
Customer discarded product.